Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:24:04. During night drain cycle one, the patient's ultrafiltration reading was 779ml, indicating the home patient (hp) drained 779ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and an increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. The cause was determined to be a false empty detect at initial drain after the I-drain alarm volume was met and a false empty detect at previous therapy last drain, after the minimum drain volume was met. If additional relevant information is obtained, then a follow-up MDR will be submitted.